Event description:
It was reported that pump experienced malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer, with assistance from technical support, reset pump using provided instructions, confirmed that malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again.